Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: during investigation, the battery compartment was found to be cracked along the side of the pump. Moisture was observed behind the display. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and further moisture damage was found on the printed circuit board. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment, moisture in the pump, and a battery compartment leak. This report is made based on results of investigation completed on 20-jun-2018.